Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a low blood glucose while on the phone with medtronic representative and passed out. Paramedics were call on (B)(6) 2016. Customer had not eaten anything and paramedics treated customer with food and was monitored. Customer was not taken to the hospital. Customer's blood glucose levels was not reported. Customer was wearing insulin pump.